Event description:
Customer alleged obtained blood glucose results of 568 mg/dl, 300 mg/dl, and 195 mg/dl when testing was performed back-to-back on the advantage system. No symptoms, action or treatment based on the results was reported. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.